Event description:
The physician was attempting to deploy a 1.5mm diameter x 20mm length sprinter legend balloon dilation catheter to treat a lesion in the rca reported to exhibit 80% stenosis and little calcification. When the balloon reached the lesion site and deployed to 18-20 atms, it was reported that the balloon burst and some air escaped into the vessel causing an air embolism. Pulse and blood pressure decrease was noted and patient was treated in the intensive care unit. Patient status is reported to be stable. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results - failure to follow instructions (balloon was inflated past the recommended rated burst pressure). User/device interface (balloon was inflated past the recommended rated burst pressure). None (no device or images received for evaluation). Inherent risk of procedure (balloon burst and embolism). Patient's condition affected effectiveness of device (lesion morphology may have contributed to the balloon burst). Evaluation, conclusions - device failure/lack of effectiveness related to patient condition lesion morphology may have contributed to the balloon burst). User error contributed to event (balloon was inflated past the recommended rated burst pressure).